Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated that he went to apply the clips and some of them fell out of the device. The clips that he did apply to the vessel were not staying in place. The surgeon did not perform a cholangiogram on the case. It is unknown how the case was completed. There were no patient consequences reported.